Event description:
It was reported that the patient is experiencing issues with his inflatable penile prosthesis(ipp). The patient is claiming that the size of the implant did not measure to his expectations and even after a year of surgery, the implant isn't the size it is supposed to be when pumped. The patient was stable after surgery but experienced pain during his healing process.